Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted onto the thigh, which is off label, on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient was travelling by plane to (B)(6). The patient experienced shaking, a seizure and their heart would have stopped for 1 or 2 minutes. No specific readings were reported from that moment but the cgm reading would have been reading inaccurately high and the patient would have received too much insulin due to this. The flight had to do an emergency landing in germany and when landed, the patient was immediately taken to the hospital where they were admitted. At the hospital the patient was treated with a nasal spray (most likely a baqsimi nasal spray) and was given saline fluids (route unknown). Once a fingerstick was taken at an unknown point after the onset of symptoms, the blood glucose reading was 4.0 mmol/l and the cgm reading was not showing any readings at that moment. The patient was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.